Event description:
The customer reported that during a laparoscopic colectomy, the device did not seal as the surgeon had expected. It is unk if an endtone, indicating a completed seal cycle, was heard. There were no adverse effects to the patient.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a follow-up report will be submitted.